Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided instructions and assisted the caller with resetting the pump; the malfunction did not recur after resetting, allowing the customer to continue using the pump. Cts advised the caller to contact them again if any malfunction code reappeared, which the caller acknowledged and understood.